Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device has not been explanted yet. The reporter has been requested to return the device for analysis and to provide the serial number and model of the device. This information will not be available until the date of the surgery. Based upon the x-ray photo and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis after it is explanted. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or model number until after the surgery date on 02/21/2013, when the reporter will have access to the records. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Physician reports "potential leaking port." Follow-up findings: "leak from base plate of port."